Event description:
Caller reported malfunction on pump with no adverse impact to customer's blood glucose level. Caller's current pump was found to have a malfunction code, which could not be reset, prompting the decision for a pump replacement by technical support. Customer will continue to use current pump; will rely on alternate method if necessary.